Manufacturer narrative:
Fluid overload clinical. While there is a temporal relationship between pd therapy with the liberty select cycler and the patient¿s hospitalization for fluid volume overload; there is no objective evidence that supports the device caused the patient¿s adverse event. The patient was receiving pd treatment using a trainer cycler and there is no documentation that indicates the patient was not able to continue pd therapy due to a device malfunction. The pd nurse indicated the patient was non-compliant and skipped at least one pd treatment prior to hospitalization. Non-compliance to pd therapy is a significant risk factor for fluid volume overload and hospitalization and therefore, a likely "cofounding" factor for this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
It was reported that this new patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized on (B)(6) 2018 due to fluid volume overload. The peritoneal dialysis nurse stated the patient was receiving pd treatments in the outpatient pd clinic as he was new to pd therapy ((B)(6) 2018) and was concomitantly being trained on performing cycler assisted treatments. The nurse adamantly reported the liberty select cycler issue did not cause the patient¿s fluid overload event. Information indicated the patient was receiving pd treatments/training via another training cycler; therefore, it does not appear the patient missed any pd treatments. The nurse further indicated the patient was non-compliant and skipped at least one dialysis treatment (date unknown) prior to hospitalization for fluid overload. Details surrounding the patient¿s hospitalization course are unknown. However, it was reported the patient was discharged home on (B)(6) 2018. The patient completed pd training and is reportedly continuing cycler -assisted pd therapy without further reported issues. Additional information was solicited.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.